Event description:
Boston scientific received information that the patient presented to the clinic for a device check after having a magnetic resonance imaging (MRI). Upon review of the electrogram (egm), oversensing of noise and high rate pacing were observed during the time of the MRI. All other measurements were within range. The patient was brought into the clinic for evaluation later that same day and no further issues were seen. The field representative noted that they were unable to recreate the noise and did not see any further fast pacing. No programming changes were made to the system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.